Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection, investigation site: cq zuchwil, selected flow: functional. Visual inspection: the applicator knob is in a used but still good condition. No major damage visible. Functional test: a functional test together with product development (sustaining engineering) was performed. Advanced t-pal applicator components assembled according to dai with the usage of synthes oil. Functional test without any male function or sticking observation. Device and components work as intended. Complaint can¿t be proofed or to be reproduced. Dimensional inspection: as this investigation is focused on the functional issue and this was covered through the functional test performed. Therefore, no measurements of the features are required. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: unfortunately, we are not able to determine the exact cause of this complaint. Based on our investigations, we only can assume that possibly an insufficient connection, or not exactly following the surgical technique, could have contributed to the complained issue. Please take notice on page 14 in the leaflet ¿important information¿. Moving instrument parts, e.g. Joints, sliding parts, dis-mountable threaded connections etc. Must be regularly lubricated. Since the reported occurrence could not be replicated, we determine this complaint as unconfirmed. General comment: surgical delay: there was no 2nd advanced t-pal backup in set. Usually there is a complete backup present containing: inner & outer advanced t-pal shaft. The backup is for risk mitigation purposes and part of the stg and set configuration. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.812.004, lot: 7914276, manufacturing site: hägendorf, release to warehouse date: jun 22, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as (B)(6) 2019 but should have been (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected information: patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 2-fold bs replacement with dorsal screw connection expedium single innie (si) set screw was performed due to degenerative werner syndrome (ws) disease. This report is for 1 of 4 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure.  The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that intraoperatively permanent clamping of the clamping ring. Insertion of inner shaft as well as removal of trial implants was possible only with strong force and tricks. In addition, jamming of knob, almost no exchange of trial implants and inner shaft to introduce the definitive implant possible if violence had not been applied. Surgical delay about 20 minutes as only one instrument was on the tray. No adverse patient consequences, no part remaining in patient. Concomitant device reported: unknown trial implants ( part# unknown, lot# unknown, quantity unknown). This report is for 1 of 3 for (B)(4).